Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned with its helix retracted and clogged with blood / tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or the inner coil at the connector region. The cause of the reported event was isolated to the helix clogged with blood / tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x - ray inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right atrial (ra) lead exhibited helix retraction failure. The ra lead was not used and the patient was in stable condition.